Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine stays in the drain bag tubing and does not flow well into the bag, therefore the drain bags are replaced almost daily.

Manufacturer narrative:
Received 1 unopened bardia drain bag stock sample for evaluation. The reported event was unconfirmed. The visual inspection noted no obvious defects. The received sample was functionally tested by passing water through an in house 16fr. Catheter (not part of the sample received). There were no drainage problems observed; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/ drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 60 sec. The sample received reached the intended drainage indicated in less than 64 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: wash hands. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. Check that urine is draining into bag. To empty bag: remove outlet tube from housing. Release clamp and empty bag. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. Wash hands."

Event description:
It was reported that the urine stays in the drain bag tubing and does not flow well into the bag, therefore the drain bags are replaced almost daily.